Manufacturer narrative:
(B)(4). The lot was manufactured from september 09, 2014 to september 11, 2014. The device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing passed successfully as flow rates were found to be within specification. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor infused the entire volume of 1090 mg/ml fluorouracil and 21.80 ml sodium chloride solution within a 12 hour period instead of the expected 24 hour period. The total fill volume was 46 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.